Manufacturer narrative:
Zoll has not yet received the zoll console for investigation. A supplemental report will be filed if and when the product is returned and investigation has been completed.

Event description:
It was reported that during nurse training, the thermogard ivtm system (sn: (B)(4)) was displaying error message mid: 23 (patient probe offset) when powered on. No patient involvement was reported.

Manufacturer narrative:
The customer reported complaint of the thermogard ivtm system was displaying error message mid: 23 (patient probe offset) when powered on was confirmed during event log review and initial functional testing. A review of the event log was performed and found multiple error message mid: 23 (patient probe offset) and mid: 09(air trap assembly). Initial functional testing could not be performed due to the error message mid: 23 (patient probe offset) displaying when powered on. The root cause of the reported complaint was found to be defective pcb and cold well reservoir assembly. The pcb and cold well reservoir assembly were replaced to remedy the reported complaint. The system then underwent final functional testing, where no errors or anomalies were exhibited. A visual inspection was performed and the unit was received with a broken saline bag hook, missing pan drip, loose casters and worn white rollers. The thermogard is a reusable device and was manufactured on 05/06/2013. Therefore, this type of issue is characteristic of normal wear and tear for the life of the device. An additional repair and updates were done (unrelated to the reported complaint). The saline bag hook, pan drip, casters and the white rollers were replaced. The unit has passed all the final testing. Historical complaints were reviewed for service information related to the reported complaint and there was no previous history of complaint reported for thermogard xp ivtm system s/n: (B)(4).